Manufacturer narrative:
(B)(4). Batch #unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested and the following was obtained: did any pieces fall into the patient? No. If yes, were they retrieved? Will all pieces be returned with the device? No the broken part of the handle has been discarded. If no, were they discarded? Could you please clarify if there were any patient consequences? Yes anastomotic leak. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Currently still on ward with leak being managed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When was the staple retaining cap removed? What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Was the device difficult to close? Was the device closed and repositioned multiple times prior to firing? Was the distal transection completed in one or multiple firings? Is the cs40g device available to be returned for analysis? What is the current status of the patient?

Event description:
It was reported that during an unknown procedure, the contour closing handle broke when closing on the rectum. Three devices opened and same problem. Ec45a opened and locked out on tissue, could not be reversed and stuck in-between 0 and lock symbol. Surgeon removed device by cutting the tissue